Manufacturer narrative:
The pump was received with a corroded battery tube and a pump error 38 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals there were a total of eight (8) pump error 43 alarms and one (1) pump error 130 alarm, details listed below: 07/09/2023 03:58:22 faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121. 07/09/2023 04:01:57 faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121. 07/09/2023 04:07:58 faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121. 07/09/2023 04:09:50 faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121. 07/09/2023 04:20:19 faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121. 07/09/2023 04:41:54 faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121. 07/09/2023 04:44:28 faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121. 07/09/2023 03:47:03 faultnumber: mfdaalarm (130) linenumber: 602 filenumber: 121. 07/10/2023 10:46:04 faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121. The pump was cut open to perform a visual inspection. Heavy corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, and vibrate harness assembly. Rust and corrosion were also found on the motor, motor home switch, and force sensor. The pump error 43 and pump error 130 alarms that are found in the alarm history files and the pump error 38 alarm during rewind are all confirmed due to the moisture damage on the hardware (electronics, motor, and motor home switch). A test p-cap locks into the reservoir compartment properly. The following were noted during the physical inspection: corroded battery tube, scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. The pump error 43 and pump error 130 alarms that are found in the alarm history files and the pump error 38 alarm during rewind are all confirmed due to the moisture damage on the hardware (electronics, motor, and motor home switch). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 43. Troubleshooting was performed and the alarm was cleared successfully but the rewind could not be completed. No harm requiring medical intervention was reported.  The customer will discontinue using the insulin pump and will be returned for analysis.